Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the information from omsi, there was the possibility that this phenomenon was attributed to the accidental failure of the y/c driver device on the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance of the subject device by the biomedical engineer at the user facility, the subject device could not detect an endoeye series rigid videoscope and the endoscopic image of the subject device could not be displayed while the endoeye series rigid videoscope was connected to the subject device. There was no report of patient injury associated with this event. The service department of olympus medical systems india (omsi) checked the subject device and found that the signal was not output from the y/c out terminal of the subject device due to a failure of the printed circuit board.